Manufacturer narrative:
One injector was returned for evaluation for the report of scratches on two lenses. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The injector was manufactured in march 2008. A visual inspection of the handpiece injector was performed and deemed conforming. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is very high. The evaluation does confirm the injector plunger is bent upward making the plunger position very high. A high plunger position has a higher likelihood of overriding the lens and causing damage to the lens. The root cause for the nonconforming plunger height condition is usually from its handling by the end user or from its use over a long time period, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for approximately ten years, so the complaint issue does not point to a manufacturing issue. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, there was a visible scratch on the central portion of the optic. The surgeon decided to remove the iol and replace with a new lens loaded by a more experienced technician with a new cartridge. The second lens also was implanted with a scratch on the outside of the optic. The surgeon decided to leave the second iol implanted. The only constant in the process the cartridge. Additional information was provided indicating that the patient had blurry vision on the first post-operative day. On post-operative day eighteen, the vision was adequate for daily activities and to read the news paper without readers. Additional information was provided that the facility used the same handpiece to load both iols for this patient during the same procedure and that the facility does not think it is the cartridges. There were two medical device reports previously submitted associated with the event reported under mfg. Report number 1119421-2018-00187 and 1119421-2018-00186 in which the handpiece was originally reported as a concomitant medical product. This is the third report as the facility is now alleging the same handpiece may have caused the scratches on both iols use during the same procedure on this one patient.